Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the device jammed on the artery. The clip applier would not release, they manually releasd the jaws and opened a like device to complete the case. There was no patient consequence reported.